Event description:
Information from ae regulatory system: when opening the outer packaging of the disposable injection pen needle and preparing the operation, cracks were found on needle hub. Ae report no. (B)(4). Call center didn't contact with customer successfully, material code and lot number was not reported in ae regulatory system, any updates will be sent by email. Sample availability: unknown. Sample availability details: unknown. Update/additional information: 27 november 2024. Call center contacted customer and confirmed quantity of needle for this incident was 1, patient reported the incident of outer cover cracked then left the hospital, no material code and lot number were recorded. Customer does not remember the gender of patient, no photos taken, no samples retained, and no customer response is needed. Product component: outer cover, description: pen needle, outer cover, damaged - cracks, product quantity: (B)(4), sample availability: no, sample availability details: no sample available, customer response needed: none.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.